Manufacturer narrative:
The fse that encountered the issue cleaned the negative pressure filter, which resolved the issue. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
It was reported that during inspection by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had fault #77, high air compressor motor speed. There was no patient involvement.